Event description:
Philips received a complaint on the heartstart xl indicating that the operational check failed. There was no patient involvement. The customer requested that a philips authorized service provider (asp) be dispatched to the customer site. Functional tests were performed, and it can be confirmed that the battery needs to be replaced after expiration, 18-month batteries for xl were last supplied in 2020, so none could be supplied which were able to be used. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2017. All options associated with this defibrillator were discontinued as of 31-december-2018. Based on the information available and the testing conducted, the cause of the reported problem was the battery reaching its designed end of life. The reported problem was confirmed. The customer was aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.